Event description:
A customer contacted beckman coulter inc., (bci) to report a leak noted on the left side of the access 2 immunoassay system under the fluids tray. There was no report of injury to the user.

Manufacturer narrative:
While troubleshooting with customer technical support (cts), it was discovered the leak occurred while loading a bottle of wash buffer ii on the access 2 analyzer. Cts informed the customer that when loading a new bottle of wash buffer ii on the instrument, it is possible to cause an overflow. Service was not dispatched for this event. No root cause could be determined for this event.